Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k number provided is for a similar product that is sold in the us.

Event description:
It was reported that in the patient's room when injecting the medical solution into the inserted catheter, the solution was found leaking from the insertion site. The user tried multiple times but was unable to inject the medical solution into the patient's body. As a result, the catheter was removed and a new catheter was placed and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint could not be confirmed. The customer returned one 3-lumen catheter. The device showed evidence of use and the catheter body was cut off between the 16 and 17 cm markings. No other defects or anomalies were observed. The catheter was leak tested with the opposite end of each lumen occluded. No leaks or cross-overs were observed. A review of manufacturing records was performed and did not yield any relevant findings. Since no leaks were observed on the returned portion of the device, and the distal end was not returned for evaluation, the probable cause could not be determined. No further action will be taken.

Manufacturer narrative:
(B)(4). Correction: the first follow-up report indicated that the separated distal portion of the catheter was not returned. The piece was provided by the customer, but could not be tested based on the condition of the sample.